Manufacturer narrative:
Concomitant medical products:product ID: 3889-33, lot#: va1fy56, product type: lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #: va1fy56, ubd: 31-mar-2021, UDI#: (B)(4). Date of event: event date is approximate if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that the device was shocking the patient all the time. The lead got exposed to fluid in their body. They had to turn the device off. The shocking started "around (B)(6) 2017". Because of this the device was replaced.